Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. In lighthouse, no faults could be identified that would be consistent with the reported failure. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The usm was then installed onto a golden system and functioned as expected with different instruments and endoscope. As a result of this investigation, failure analysis was unable to identify the root cause.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 3 had a movement issue with the endoscope. The field service engineer (fse) later contacted the technical support engineer (tse) and reported the issue. The fse stated that the endoscope intermittently shuddered on the insertion axis while installed on arm 3. The endoscope was then moved to arm 2, and the procedure was completed as planned. The procedure was completed as planned with no reported injury.